Event description:
The reporter did meter to hcp meter comparison tests. Tests were done side by side, both capillary. Reporter's meter reading was 131 mg/dl, and the hcp meter (type unknown) result was 167 mg/dl. Reporter did not have any symptoms. A control test could not be done due to unavailability of supplies. No harm was alleged.